Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle of the distal end section was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and the evaluation found the play of upward/downward angulation control knob was out of the standard value due to wear of an angle wire. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: water tightness was lost due to a pinhole on channel tube; connecting tube had a wrinkle, coating peeling and a scratch; plastic distal end cover had a dent; adhesives around light guide (lg) lens and objective lens had white-clouded area; also adhesive around lg lens was peeled; grip was shaved; control unit had discoloration and found shaved; there was a cut on switch; adhesive on bending section cover had a chip; bending angle in up direction did not meet the standard value due to wear of an angle wire and the image had white dots and had roughness due to damage on charged coupled device unit. Scratches were found on the protector of universal cord on suction-connector side, universal cord and on switch 3. The device was returned and evaluated, and foreign objects at the tip nozzle has been attributed to insufficient cleaning. The customer had cleaned, disinfected and sterilized the device before sent in to olympus. There was no delay in the start of precleaning. The customer had flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer had not wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. According to customer, it was unknown whether the air/water nozzle / channel was flushed with the detergent solution. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had an angle play. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the foreign object in the tip nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.